Event description:
It was reported that the ilet device was dropped while the user was playing basketball, resulting in a cracked and nonfunctional touchscreen, loss of watertight integrity, and inability to operate the device; a replacement device was sent, and the original is expected to be returned. Investigation included complaint handling and device return pending evaluation. Further investigation of this case revealed user-induced mechanical damage to the touchscreen component with resultant loss of usability and sealing. The user reported no physical injury as a result. Outcomes included interruption of device use with transition to subcutaneous insulin by pen to maintain therapy. It was concluded that, based on previously established findings for similar reports, the device experienced screen breakage due to accidental impact, consistent with user damage, and device replacement was warranted.